Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained oversensing due to myopotential oversensing. Oversensing was reproducible in clinic. Programming changes were made. Dft and further actions will be discussed with the physician. The patient will continue to be monitored.